Manufacturer narrative:
This report is submitted on april 18, 2023.

Manufacturer narrative:
This report is submitted on february 13, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, due to neuropathic pain. It is unknown if there are plans to reimplant the patient as of the date of this report.